Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected themselves without pausing therapy or capping off the patient line. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.